Event description:
The pt developed a seroma over the pump location within 24 hours following a new pump and catheter implant. The fluid build up did not respond to treatment. It was determined that the connector to the pump had pulled off to the side. It was reported that the catheter was explanted and "fixed with a new device that locked correctly". The pump was used to deliver baclofen, concentration and dosage were not reported.

Manufacturer narrative:
.